Manufacturer narrative:
The excor blood pump pu valves; 15 ml in/out; ø 9 mm; sn (B)(6) was in use on the patient from (B)(6) 2024 until the time of the event on 2024-08-19 for 17 days. The patient is currently being monitored and is connected on the same pump. We have reviewed the production records of the excor blood pump, sn (B)(6) and the pump was produced according to our specification.

Event description:
Berlin heart inc. Clinical affairs was informed by the clinic that the patient with excor blood pump pu valves; 15 ml in/out; ø 9 mm; had an onset of seizures on (B)(6) 2024. It was noted that there are two small singular fibrin threads which are intermittently visible. One thread on the inflow valve leaflet and the other thread on the outflow valve leaflet of the pump. The patient underwent an imaging study, head CT, on (B)(6) 2024 whereby seizure activity was detected. Another head CT was performed on (B)(6) 2024 and no seizure activity was found. The patient is currently being treated medically.